Event description:
A nurse reported that two surgeons noted the infusion line was not fitting properly and was slipping out of the trocar cannula during three cases. The products were exchanged in order to complete the surgeries. There was no pt harm.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of this nature. (B)(4).